Event description:
It was reported that the device became unsterile during preparation. A 1.50mm rotalink¿ plus was selected to treat the target lesion. During preparation, the package was turned upside down to unpack the device and it was then noted that the advancer knob was not properly fixed and it came out making the device unsterile. It was also noted that the advancer assembly was separated when the device was placed approximately 1m from the procedural table. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s condition was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The device was dismantled upon return for investigation. The handshake connectors of the catheter and the advancer were connected upon return; however, the catheter housing was not assembled around the components of the advancer. The distal gripper was returned covering the burr of the device. The advancer knob or packaging components were not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the device became unsterile during preparation. A 1.50mm rotalink¿ plus was selected to treat the target lesion. During preparation, the package was turned upside down to unpack the device and it was then noted that the advancer knob was not properly fixed and it came out making the device unsterile. It was also noted that the advancer assembly was separated when the device was placed approximately 1m from the procedural table. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s condition was good.